Event description:
Patient reported that patient's meter/lab comparison results were 111 mg/dl (ss - capillary) vs 90 mg/dl (lab - venous), respectively. Tests were done 5 minutes apart. No symptoms were reported. Control solution test reading was out of range. Lfs representative discussed importance of cleaning and using control solution. The meter was replaced. There was no allegation of harm.